Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "system error 322" was confirmed through evaluation. Physical inspection fund that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The lower auxiliary was replaced.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.